Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to a high-energy treatment device that was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: gif-xz1200 operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tip cover of the subject device was burned. There was no patient involvement.